Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a crease in the lens was noted intraoperatively after lens was implanted in the patient's left eye. The lens was removed and successfully exchanged for another lens of the same model. Suture was required at the end of the case. Patient current prognosis is "patient ok with no problem."

Manufacturer narrative:
The lens was returned in vial with one haptic torn off and missing. Microscopic inspection of the lens could not confirm the failure mode as no crease on lens was observed. Functional test could not be performed due to return damaged condition. The device history records were reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.